Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case reservoir tube window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call, she wanted the device replaced as she thinks the insulin pump is not working correctly. The customer's blood glucose was 22 mg/dl. The insulin pump kept alarming no delivery. Customer's mother changed the infusion set and reservoir and the device continued to alarm. The customer has also vomited 3 to 4 times. Customer's mother was advised the device will be replaced and she agreed to return the device for analysis.